Event description:
Covidien received information stating that while in use on a patient the upper graphic user interface (gui) on the ventilator went inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).